Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-jan-2019 with the following findings: during investigation, there were call service 054 alarms in pump history. No damage to battery cap or battery compartment. Pump exercised with no power issues or alarms occurring.the battery cap contact height was found within specification. Battery cap contact width found within specification.the pump was opened and there was no damage found to power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.